Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complaint, during the procedure, the balloon would not deflate to pass through the endoscope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported issue of balloon deflation failed. Investigation results: visual evaluation of the complaint device found the catheter to be cut below the balloon. There were no kinks observed on the rest of the catheter; but the distal tip was bent slightly. The balloon was found relaxed and deflated; however a functional test could not be performed due to the catheter being cut. Therefore, the complaint that the balloon failed to deflate could not be confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.